Manufacturer narrative:
Suspect medical device, device manufacture date: cylinder: (B)(4). Batch/lot #: 0173610002. Mfg date: 05/16/2017. Exp date: 04/29/2019.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was revised due to patient dissatisfaction of not stiff enough. The cylinder was removed and replaced. No patient complications were reported in relation to this event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Manufacturer narrative:
The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. Suspect medical device, device manufacture date: cylinder: gtin# (B)(4), upn# 72404172, batch/lot # 0173610002, mfg date 05/16/2017, exp date 04/29/2019.

Event description:
It was reported that an inflatable penile prosthesis(ipp) was revised due to patient dissatisfaction of not stiff enough. The cylinder was removed and replaced. No patient complications were reported in relation to this event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.